Event description:
It was reported that during a percutaneous coronary treatment procedure, vessel dissection occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. A 3.00x20mm promus element plus drug eluting stent was used to treat the lesion and was implanted at the proximal end of lad to mid lad. Then, the physician advanced an unknown balloon catheter through the stent strut of the previously implanted stent towards the 1st diagonal artery. Following balloon inflation, vessel dissection was confirmed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).